Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6) 2024. D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. The patient line was difficult to remove off of the dark blue female connector because it would turn. The bottom of the female connector was held firmly to keep it still in order to remove the tubing. This occurred on the fourth day of training at the end of peritoneal dialysis therapy. Alcavis scrub and soak were used prior to connection and disconnection for one minute each. The transfer set had been in use for four days and was replaced as a result of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and a separation between the female connector and main body was observed. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.